Event description:
On 23 june 2020, it was reported that the stoma site has mild exudate and redness. The j-tube was removed on (B)(6) 2020, it is unknown if it will be replaced.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Intestinal infection is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was hospitalized for stomach complaints, increased crp level, and intestinal inflammation. The j-tube was removed on (B)(6) 2020 and will be replaced when inflammation resolves. The patient received unknown subcutaneous antibiotics for four days.